Event description:
The micro oscillating saw was sent in for eval because metal flakes were coming out of the device during a procedure. Flakes were noted in the surgical site but were successfully cleaned out. No med treatment was provided as a result of this event. A replacement device was readily available and was used to complete the procedure successfully. No adverse consequence was reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components.